Event description:
It was reported that the caster horns are bent which could effect patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.